Event description:
It was reported that, during implant of the implantable pulse generator (ipg), the left ventricular (lv) lead was programmed true bipolar, but would not pace until the right ventricular (rv) lead was put into the header due to implant detection needing to complete. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 693558 lead implanted: (B)(6) 2014. A 439678 lead implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
(B)(4)